Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) bnst413, (3i t3 with dcd non-platform switched tapered implant 4.0 x 8.5 - 15.0 mm) for evaluation. Visual evaluation was performed. Some damage to the implant's drive feature can be observed, however, it was tested with in-house driver and it engages as intended. Device history record (DHR) review was completed for the subject lot number 2022110481. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022110481 for similar events and one other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, a device malfunction did occur. Damage to the implant¿s drive feature can be observed. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
The doctor reports that the implant was not held by the driver because the implant was defective. The procedure was completed with the placement of another implant.